Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was at elective replacement indicator (eri). The manufacturer was contacted and confirmed the device was at end of life (eol). The physician suspects premature battery depletion. Device exchange is anticipated. The patient was stable.